Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the rewind and displacement test. However, the device was unable to prime during the prime test as a result of a loose/flush drive support disk. Further testing could not be performed due to the prime anomaly. The motor was tested outside the device and passed. The unit was received with scratched display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump alarmed motor error and the piston stopped during rewind. Advised the caller that the insulin pump would be replaced. No further information was provided.